Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to the corroded keypad traces. There were no unexpected numbers ramping/scrolling during testing. There was no moisture damage on the electronic assembly during the visual inspection. The pump had a minor scratched lcd window, a cracked case at the display window corners, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer thinks that her blood glucose was 180 mg/dl when the button error occurred. Customer stated that she was trying to give herself a bolus. Customer mentioned that she was outside watering plants and water fell on her and the pump. Customer was taking the battery out and when she was putting the battery cap back on it, the battery compartment cracked. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.